Event description:
It was reported that during a stenting and balloon angioplasty treatment procedure, a deployment issue occurred. The target lesion was located in the external iliac artery. An express ld stent 6x27x75 was deployed in the target lesion. The edge of the stent closest to the sheath was not fully expanded. A 6x2 ultra-thin stent delivery system was used expand the edge of the stent; however, the balloon failed to cross the lesion. A 4x2 ultra-thin stent delivery system was then advanced with resistance. The balloon was inflated and the express 6x27x75 was successfully expanded. The procedure was completed with a different device. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).